Event description:
No capture threshold was observed on the left ventricular (lv) lead. X-ray imaging revealed the lv lead was dislodged due to twiddler's syndrome. The lv lead was explanted and replaced. The patient was stable.